Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the probes were emitting sparks outside of the patient. The procedure was completed successfully with a replacement probe.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: probe sparking, intraarticular lapse/blackouts. Heat can result from insufficient suction which can result from: inadequate hospital suction, leak, bad connection to hospital suction line, clogging caused by glue blocking the suction path, lower electrode mass due to variation in electrode thickness or opening cut use error.

Event description:
It was reported that the probes were emitting sparks outside of the patient. The procedure was completed successfully with a replacement probe.